Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 230 mg/dl. The customer's father stated that the device had stopped working. No physical damage was noted and the insulin pump had not been dropped nor bumped. The device had not be exposed to moisture. Replacement of the battery did not solve the issue. Advised discontinuation and replacement of the insulin pump. Nothing further reported.